Event description:
Strykeflow 2 suction irrigators suction may travel to handpiece and battery pack during use.

Event description:
Additional information received from a reporter on 11/04/2025 for report number mw5175559. It has been identified that due to a change in design in 2024, irrigation solution is able to travel to the handpiece and battery pack during use of the strykeflow 2 suction irrigator. Device code: 2975.